Manufacturer narrative:
A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the individually sealed bd insyte¿ autoguard¿ packages were open before use. There was no report of injury or medical interventions.

Manufacturer narrative:
Investigation summary: lot analysis: (B)(4). Per review of the DHR it was concluded that all required challenges samples and testing was performed per specification in accordance with the set-up and in process sampling plans. Per review it was noted that there were no reject activity findings throughout the build of this lot that would impact upon the quality of the product. In process samples (included but not limited) blister thickness, bad seal/cut/holes, seal transfer width and package leak test were performed on various stages throughout the process, all the inspections passed per specifications. Qn / sap database review: no. Reason: a review of the qn/sap database is not required for level a investigation per (B)(4). The peura (end user risk analysis): yes. Reason: the peura is required for all MDR reportable investigations. Findings: (B)(4) was analyzed to determine the risk to customer. The analysis showed that current risk is acceptable. Occurrence and severity rankings have not changed. Visual analysis observations and testing: received one insyte autoguard 18ga unit from lot number 5314989 exp. 2018-10. Visual/microscopic examination: the unit was received partially open at both ends, although the unit package was open at the top and bottom of the blister pack, the unit packages demonstrated to have evidence of an adequate seal with no anomalies at time of manufacturing. The product characteristics require a minimum of 1/8¿ seal width with adhesive transfer from the top web paper to the bottom web film. This characteristic was met. In addition the paper top web of the returned units was analyzed under uv light. The glue used to seal the top and bottom webs is uv fluorescent. The analysis revealed adequate top web adhesive. The key variables that affect seal strength are seal transfer/width and top web glue. Both of these variables were included in the investigation. Investigation samples(s) meet manufacturing specifications: yes; although the defect was confirmed, the unit evaluated for this incident was acceptable per the manufacturing specification requirements of the unit package. Investigation conclusion: the defect stated in the description of the complaint was confirmed with the returned unit. Even though the packages came partially opened, all the processes characteristics that directly influence the seal were observed to be within specification. No anomalies were found. Root cause: relationship of device to the reported incident: indeterminate.